Event description:
It was reported that "during laparoscopic cholestectomy, cautering and irrigation tip. Electrode tip fell off end of product into pt. Retrieved by surgeon, no harm to pt."

Manufacturer narrative:
The actual complaint sample is to be returned for evaluation. Once a formal investigation has been completed, a supplemental report will be filed.